Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 99 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered the suspend on low or suspend before low event was 50. Low limit in sensor settings was 70. Customer stated difference was occurring with the current sensor. The sensor will be returned for analysis.